Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The sales representative was at the customer site and the customer communicated the allegation. The sales representative evaluated the device and confirmed the occurrence of the primary alarm failed alarm. The device was collected and sent to a philips repair center. At the repair center, an authorized service provider (asp) inspected the device and confirmed the occurrence of the alarm in the device diagnostic report (drpt). The asp replaced the speaker assembly to resolve the issue. Following the parts replacement the asp completed a cleaning, running test, and function test of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced speaker was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech installed the returned speaker into the pil test device and confirmed that there was a check vent: primary alarm failed produced, with the 1102 error code appearing. The pil tech verified that the speaker did not operate as expected during an induced alarm condition. The pil tech concluded that the failure of the returned speaker was due to an open resistance to the voice coil of the speaker. The alleged speaker fault was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.